Manufacturer narrative:
Results: the returned device was kinked at approximately 65.0 cm from the hub. Bends were observed along the catheter shaft. Conclusion: evaluation of the returned catrx confirmed a kink on the catheter proximal shaft. If the device is forcefully retracted at extreme angles from its packaging or otherwise mishandled during preparation, damage such as this may occur. Further investigation revealed the catheter had bends along its length. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, an indigo system cat rx aspiration catheter (catrx) was noted to be kinked upon removal from the packaging. The damage to the catrx was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new catrx.